Event description:
During cut guided lung biopsy, md placed the introducer in the pt for a lung biopsy. The needle would not go through the introducer. Physician said it felt like there was obstruction. Needle and introducer removed. New device opened and the procedure was completed. Post procedure the pt developed a pneumothorax. The md states it may or may not be related to the defective device as the pt was also coughing during the procedure.